Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported a loss of stimulation and loss of therapy. The patient needed a new health care professional (hcp) because the implantable neurostimulator (ins) stopped working. It was clarified that the patient thought that the ins stopped working because the lead was no longer in place or it could be that the battery because the battery was not a fully conditioned battery. It was noted that even when the ins was working initially they were having some problems. It was clarified that they were having problems in (B)(6) 2014 and they stopped using the ins. The patient was wheel chair bound and the lead was no longer in place in the intrathecal canal. The patient was wheel chair bound due to a military injury and not related to device or therapy. The last time stimulation was felt was in (B)(6) 2014. The ins stopped working in (B)(6) 2014. The patient did not have an hcp at the time of the report. Additional information was received from the patient stating that no x-rays had been taken to verify the lead location. They had back issues and four weeks after implant it started to cause problems. The patient clarified that they had sharp/burning pain down their hip and legs, and back was throbbing. The intrathecal line could be felt a quarter inch away from their spinal cord. It was stated that the lead had moved downward and it was starting to bunch up, it was not securely placed against the spinal column and that it was due to their activity level that they pulled it out of the intrathecal space. The patient was in constant movement and stated that they had a high level of activity. The patient indicated that the lead was not secured because there was nothing for the lead to be sutured against. It was also stated that they had been on narcotics for too long and that was why they got the stimulator. It was thought that some of the issues were because the battery was not brand new when it was installed, it was previously stated that it was not a fully conditioned battery, and they did not know how long the battery would last. The patient was just starting to go through the list of doctors they had been sent and no appointments had been scheduled. The patient did not think their implanting physician would be aware of their issues. Other relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.